Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose (bg) level over 600 mg/dl. Reportedly, while the customer was in the emergency room the customer ¿felt sick¿. Customer was treated with intravenous insulin and fluids, and was released from the hospital on (B)(6) 2019 with no permanent damage. The cause for the elevated blood glucose level was not known. Recommendation was made to discuss diabetes management with a health care professional. Customer reverted to manual injections for insulin therapy.